Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator it was reported that the patient's ipgs would not be recharged. Device evaluation indicated that the complaint against the two ipgs were not verified. Upon receipt, the ipgs were in hibernation, and they were fully charged one charging cycle. The battery depletion and sleep current rates were within the expected ranges when the devices were turned off. The ipgs passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient has some charging issues because of the placement of the ipg. The patients battery was no longer working and could not be recharged nor reprogrammed. The patient also noted that the device was not as effective as she would like. The patient underwent a revision procedure wherein the pocket was revised and the two ipgs were replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient has some charging issues because of the placement of the ipg. The patients battery was no longer working and could not be recharged nor reprogrammed. The patient also noted that the device was not as effective as she would like. The patient underwent a revision procedure wherein the pocket was revised and the two ipgs were replaced. The patient was doing well postoperatively.